Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was not duplicated. No fault was found with the device at the time of evaluation. Therefore, no action was taken.

Event description:
It was reported that the pump resents bubbles in the circuit. There was no reported patient involvement.